Event description:
It was reported that patient was unable to communicate with external devices after an unrelated procedure. It is unknown if the ipg was placed in surgery mode prior to procedure. As a result, surgical intervention is anticipated to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.